Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that catheter entrapment occurred. The 90% stenosed target lesion was located in the mildly tortuous and mildly calcified iliac artery. A 7.0 x 40, 135cm mustang balloon catheter was advanced for post-dilation. However, the device became stuck with the non-bsc guide wire. The device was removed together with the guide wire as one unit. The procedure was completed with another mustang balloon catheter. No patient complications nor injuries were reported.